Manufacturer narrative:
(B)(4). Device evaluation: a visual and a tactile inspection were carried out on the device. The shaft was bunched in the proximal part. The balloon broke at approximately 2 cm from the proximal balloon welding. The guidewire tube underneath the balloon was highly stretched and broke at approximately 7.5 from the proximal balloon welding. The distal part of the shaft was stretched. Afterwards, an attempt to remove the guidewire from the device was made, but it failed due to the stretching of the shaft which trapped the guidewire in the device.

Event description:
During an attempt to treat a lesion using pacific plus dilatation balloon catheter, it was reported that the balloon failed to inflate and burst on the second inflation at an unknown rbp. Physician experienced difficulties removing the device from the patient. The physician then performed an atherectomy of the left cubita artery and was able to remove the catheter tip on the same day. A quinton catheter was implanted for the dialysis. No further clinical sequelae were reported for this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.